Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump delivered a bolus of 15 units for a carbohydrates entry of 24 grams. Review of the pump data logs by tandem technical support verified that the customer had overridden the recommended bolus of 2.4 units with a 15 unit request. The customer acknowledged the information. Blood glucose was in the 50's (mg/dl) and soda was consumed to treat bg.